Event description:
On (B)(6) 2026, a patient underwent a right femoral vein catheter placement procedure using glidepath hemodialysis catheter. During the procedure, it was noted that the catheter was difficult to remove. It was further reported that the catheter was bent at the centripetal end. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd